Event description:
Additional information received reported that the electrodes were out of range prior to the replacement of the implantable neurostimulator (ins). However, they were not out of range over 3,600 during prior interrogation. The reporter was not sure of the cause and reprogramming did not resolve the issue.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708260, serial# (B)(4), implanted: (B)(6)2008, product type: extension. Product ID: 3487a-33, lot# j0542999v, implanted: (B)(6) 2006, product type: lead. Product ID: 3487a-33, lot# v001185, implanted: (B)(6) 2006, product type: lead. Product ID: 97713, serial# (B)(4)implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: neu_unknown_lead, lot# *uk6148360, implanted: (B)(6) 2003, product type: lead. Product ID: neu_unknown_lead, lot# *uk6116886, implanted: (B)(6) 2003, product type: lead. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 377875, lot# v012670, implanted: (B)(6 ) 2006, product type: lead. Product ID: 97713, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4).

Event description:
It was reported there were out of range impedances over 10,000 ohms found when the stimulators were replaced. The patient was reprogrammed as an intervention. Information on outcome has been requested. If additional information is received a follow-up report will be sent. Refer to manufacturer report # 3004209178-2015-05054 patient is implanted with two stimulators.